Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history review was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The following event could not be conclusively determined to be in relation to the cardiomems device or procedure.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted on (B)(6) 2019 and expired (B)(6) 2019. The implant procedure was successful with no complications. On (B)(6) 2019, the patient was admitted to the hospital for stroke like symptoms. The patient was diagnosed as having three mini strokes and put on hospice. The physician is unsure of the correlation between the implanted sensor and the stroke.